Event description:
The complainant reported a (B)(6) male patient presenting for hemodynamic support using the impella cp optical device. During support, the patient developed signs of ischemia. The device was removed and a thrombus was noted in the access site. An endovascular thrombectomy (evt) and application of vessel sutures was required as intervention. A vascular injury was also endured 4 days post device removal that required re-application of vessel sutures.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a (B)(6) male patient presenting for hemodynamic support using the impella cp optical device. During support, the patient developed signs of ischemia. The device was removed and a thrombus was noted in the access site. An endovascular thrombectomy (evt) and application of vessel sutures was required as intervention. A vascular injury was also endured 4 days post device removal that required re-application of vessel sutures.